Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The patient had experienced pain and a burning sensation in her mouth. The dentist diagnosed her with chemical burns to the interior of the mouth and prescribed antibiotics and a mouth rinse for treatment. The patient returned for a follow-up visit with the dentist on (B)(6) 2014 and it was confirmed that the healing is almost complete and she should be fully recovered soon. The patient reported that to date, she is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.

Event description:
A patient alleged that the dental office she was receiving treatment at on (B)(6) 2014 had accidentally switched the water bottle to the air/water syringe with a cavicide bottle and sprayed the solution into her mouth during her procedure.